Event description:
It was reported that a spectrum pump alarmed upstream occlusion during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional upstream occlusion testing, the device failed in the flow line. The upstream sensor reading was found to be out of specification and the sensor could not be calibrated. A review of the event history log revealed 'upstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor. The upstream sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.